Manufacturer narrative:
The customer technical specialist (cts) instructed the customer to clean the bsv (blood sampling valve) and the rinse cup and verify the rinse cup is extending all the way down. Customer performed the cleaning and also cleaned the sample probe twice and run deionized water through a patient to clean out the tubing. Customer performed startup and all results recovered within acceptable ranges. There were no leaks observed when startup was completed. (B)(4). Cts instructed customer on cleaning bsv.

Event description:
The customer reported a drip from the manual probe after every run on the secondary mode on the coulter lh 500 hematology analyzer. The volume of the leak was reported as 1 to 2 drops each time and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.